Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: the file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2019, a nurse in a rehabilitation facility contacted customer support with a ¿please wait solution to cool down¿ message on the cycler during a pd treatment. During the call the nurse stated the room was very warm and as a result the nurse was advised to remove the bag from the heater tray for 10-15 minutes. There were no reported adverse effects during the call. Additionally, there were no report of why the patient was receiving treatment in a rehabilitation facility; however, there were no reported allegations of deficiency with any fresenius products. No further information is available despite multiple due diligence attempts. Based on the available information, there is no allegation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome.

Event description:
It was reported that a peritoneal dialysis (pd) patient was receiving a solution bag temperature alert from their liberty select cycler during fill 5 of 5. The initial reporter is a nurse from a rehabilitation center. Additional information has been requested, however, to the date of this report a response has not been received. It is unknown why the patient was at a rehabilitation center and if it was related to the use of an fmc device, drug, or disposable product.